Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/3 of their automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected the transfer set from the pt line of the homechoice set during a dwell cycle. When the home pt returned, the homechoice machine had advanced in to the following drain cycle and was alarming. The home pt reconnected themselves to the setup and attempted to clear the alarm. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.